Event description:
It was reported that the procedure was not completed. The target lesion was located in the left main artery. A ce ilab imaging system was used. The machine was rebooted several times but 'check green light on acquisition processor and re start system' error message was displayed each time. The patient was on the table when the machine malfunctioned but the procedure was not completed due to the event. This was a very difficult case and the patient had further medical intervention.

Manufacturer narrative:
The acquisition pc was returned with 2.10 polaris software which is not comparable with current software. Therefore, functional test could be performed. No virus or malware was found.

Event description:
It was reported that the procedure was not completed. The target lesion was located in the left main artery. A ce ilab imaging system was used. The machine was rebooted several times but 'check green light on acquisition processor, and re start system' error message was displayed each time. The patient was on the table when the machine malfunctioned, but the procedure was not completed due to the event. This was a very difficult case and the patient had further medical intervention.